Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mbz441 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please make 3 attempts to obtain the following information: what tissue was the needle/ suture combination being used on? What was the condition of the tissue (healthy, diseased, fragile, weakened)? Did the needle break and the broken piece fell into the patient? What tissue was the needle located in? Did the suture break and the whole needle with suture attached fell in the patient? Can you clarify ¿the suture could not be located¿? Can you clarify ¿the suture was removed under image intensified¿? Or did you mean the ¿needle was removed¿? What date was the second procedure to remove the device under image intensifier? Were all of the needle pieces removed from the patient? What is the current condition of the patient?

Event description:
It was reported that the patient underwent a gynecological surgery on an unknown date and suture was used. During the procedure, the suture broke approximately two-thirds of the way down the needle shaft. The suture could not be located. The patient was x-rayed post-procedure and the needle could be seen. The surgeon sent the patient to the nearest tertiary hospital where the suture needle was located and removed under image intensifier as the hospital where the incident happened does not have an image intensifier. No additional information was available.